Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that balloon rupture and tip detachment occurred. The target lesion was located in minimally tortuous anastomosis of the arteriovenous fistula in the forearm. A 5.0x40, 75cm mustang balloon catheter was advanced for dilatation. While approaching the rated burst pressure during inflation, a circumferential balloon tear occurred. Balloon fragments were thought to have possibly embolized; however, no fragments were able to be seen. The tip of the catheter remains in a subcutaneous location within the patient. The physician elected to abandon the procedure. The patient will "probably" need a new fistula; however, no complications were noted at the time of the event or immediately after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was received inserted through an introducer sheath with a 0.035inch size guidewire passed through the device. An examination of the mustang device identified a break in the shaft and a complete circumferential tear in the balloon. The break in the shaft was located at 6.5cm distal to the distal edge of the proximal markerband. However, it was noted that the shaft was severely stretched and accordioned. A complete balloon circumferential tear was present in the balloon at 2.3cm distal to the distal edge of the proximal markerband. The distal section of the balloon tear, including the shaft and tip sections of the device were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and tip detachment occurred. The target lesion was located in minimally tortuous anastomosis of the arteriovenous fistula in the forearm. A 5.0x40, 75cm mustang¿ balloon catheter was advanced for dilatation. While approaching the rated burst pressure during inflation, a circumferential balloon tear occurred. Balloon fragments were thought to have possibly embolized; however, no fragments were able to be seen. The tip of the catheter remains in a subcutaneous location within the patient. The physician elected to abandon the procedure. The patient will "probably" need a new fistula; however, no complications were noted at the time of the event or immediately after the procedure.